Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for off no power after a low battery alert. Blood glucose reading was 145 mg/dl. Troubleshooting was performed. No anomalies noted. Customer mentioned that this alarm occurs when she is using batteries that aren't good quality. Advised to monitor the insulin pump. Nothing further reported.